Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter in the syringe. The following information was provided by the initial reporter. The customer stated: there was "brown color foreign material in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/10/2022. H.6. Investigation: it was reported there is a brown color foreign material in syringe. To aid in the investigation, two samples, one in a sealed packaging blister and one in an opened one, and two photos were received for evaluation by our quality team. A visual inspection was performed and both samples have embedded degraded resin in the syringe barrel wall. No other defects or imperfections were observed. The two photos show the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1145507. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter in the syringe. The following information was provided by the initial reporter. The customer stated: there was "brown color foreign material in the syringe."